Event description:
Placed pediatric defibrillator pads on patient, turned on synchronize, and charged defibrillator to 5 joules. Failed to deliver shock. Message indicated: press patches down firmly. This was done. The same message repeated twice, with no shock delivered. Disconnected and removed defibrillator pads; connected the pediatric defibrillator paddles, putting appropriate gel on the paddles. Synchronized and charged to 5 joules. Failed to deliver shock.